Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient could not feel stimulation and was not ¿getting the urge to go¿ like they were during the trial. It was noted the patient was told they didn¿t have to do anything with the patient programmer once stimulation was set, so the patient left the programmer in the closet; they did not get any instruction on what to do with the settings, but they wanted to increase stimulation. At the time of the report, stimulation was off, the patient didn¿t see the lightning bolt, and didn¿t know how the ins was turned off. The patient was on program 1 and set to 3.0, the patient went down to 0.0, turned stimulation back on, and saw the lightning bolt now. The patient increased back to 3.0 and could feel stimulation now. It was noted the patient programmer was not turning off at first, but the patient pushed the button too many times and may have turned it back on; the patient was able to turn the programmer off and it was noted that the programmer was functioning as intended. The patient had the bandages off now and could see why they were getting poor communication; it was noted the ins was not set for whatever reason. No further complications were reported/anticipated.

Manufacturer narrative:
Patient code (B)(4) no longer applies to this event. Updated from serious injury to malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on november 13th reported they did not have urinary retention. The patient noted however, the setting needed to be changed. The patient stated the circumstances that led to the device not working, lack of stimulation, inability to increase stimulation, poor communication, and decreased voiding were a lack of stimulation and decreased voiding. The patient noted the implant was painful to the touch. The patient stated the steps taken to resolve the device not working, lack of stimulation, not being able to increase, poor communication, and decreased voiding were the setting were increased, but they needed to increase them again. The patient noted the device not working, lack of stimulation, not being able to increase, poor communication and decreased voiding had not been resolved yet. The patient stated the had spoken with the manufacturer and the remoted and insterstim was off, for some reason. The patient noted it was working fine. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was given instructions to use the patient programmer (pp) to turn on stimulation when the patient got home. The caller did not think the device was working and confirmed that the patient had recently been implanted. Initially during the call the patient was able to connect to the ins and stimulation was found to be turned on, but set to 0.0 on program 1 and when the patient attempted to increase stimulation they encountered poor communication. The patient had not felt stimulation since implant and also indicated that they have not had as much urine output. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.